Manufacturer narrative:
Event date: event date was approximated based on reported information and aware date. Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. A 4.00x38mm synergy ii drug-eluting stent was advanced for treatment. However, it was noted that the stent became stuck in the guidezilla extension guide catheter. When the device was pulled out, it came off the stent delivery system. The dislodged stent was retrieved and another 4.0x38mm stent was used to complete the procedure. No patient complications were reported and the patient's status was okay.